Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had stimulation under her left arm instead of in her back. The patient stated that she moved recently and during the move she reached too far for something and pulled something but wasn't sure. Further information from the patient reported that the issue had not been resolved. The patient had tried changing groups and stimulation was still in the wrong location. The patient did not remember when she first noticed it. The indication for use was non-malignant pain. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had not made an appointment with a doctor to resolve the stimulation in the wrong location.